Event description:
The ventilator was in prvc mode, the volume was set to 550 ml, the 02 was set for 65% upper pressure limit was set for 40, the upper tidal volume alarm limit was set for 10 the lower limit was set for 4/lm, peep was set for 8 trig sensitivity was set for 0. The ventilator was operating properly.